Event description:
It was reported via journal article: title: effect of sphincter-preserving surgery for low rectal cancer and its influence on patients author: deli wang. Doi :10.19738/j.cnki.psy .2022.15.035. The aim of this study is to analyze the effect of sphincter-preserving surgery for low rectal cancer and its influence on the psychological status of patients. Between february 2017 to february 2018, a total of 60 patients with low rectal cancer were randomly divided into control group and observation group, 30 cases for each group. The control group underwent miles operation, and the observation group underwent dixon anus-preserving operation using johnson & johnson curved intestinal cutter stapler. Reported complications are: n=1; pulmonary infection, treatment: not mentioned. N=1; ileus, treatment: not mentioned. N=?; intraoperative blood loss, treatment: not mentioned. In conclusion, the implementation of sphincter-preserving surgery for low rectal cancer has advantages, which can reduce the negative psychological status of patients and improve their quality of life.

Manufacturer narrative:
(B)(4). Date sent: 7/8/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.